Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer (fse) addressed the issue of auxiliary drawer one, drawer positions 4.1 and 4.2 not being detected on the communication bus. The fse accessed the hardware test application and attempted a firmware update, but the drawers were still not detected. The fse then shut down the medication station, manually released all pockets, reseated the row board cables, cycled the cubie trays, and removed debris from the tray liners. The fse reinserted each pocket individually while verifying detection in the hardware test application, performed acceptance testing, and after launching the medication application, confirmed that the drawers were successfully detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was failed and device was not detected on bus. Customer tried to reboot and recover the drawer, but issue was not resolved. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.